Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch is for mobile system. Reference medwatch with a1 patient identifier (B)(6) for (B)(4) system.

Event description:
Reporter stated that customer received the following results on 2 different meters within 5 minutes: 19.7 mmol/l ((B)(4) system) and 8.4 mmol/l ((B)(4) system). No adverse event due to the device reported. The alleged product was requested for evaluation.